Event description:
It was reported that during the implant procedure, the physician could not engage or turn the device setscrew. The setscrew was all the way in the atrial port and the atrial lead would not go past the setscrew. Multiple attempts using multiple wrenches were unsuccessful. The device was not used and another device was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. It was noted that the returned device indicated a lodged set screw.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.